Event description:
It was reported that the pt underwent a laparoscopic cholecystectomy. A hydrofiber wound dressing, intended for external use, was inadvertently placed inside the surgical cavity and the surgical site was closed. Upon realize the error, the pt was immediately returned to surgery. The surgical site was reopened and the dressing was removed. A surgical dressing was placed in the cavity and the surgical site was closed. No further pt consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.